Event description:
It was reported that patient had a catheter tip migration/dislodgment and the health care provider (hcp) was planning to revise the catheter. Diagnostic testing had been completed, including x-rays, dye study and checking the pump logs. The catheter tip appeared to have migrated out of the spine. The patient had reported a ¿bad fall¿ and there was a subsequent therapy change. The patient complained of numbness in left side of the face, left arm to hand, back, and left side of the chest, and less than 50% therapy relief. A dye study on (B)(6) 2013 was unsuccessful, as the hcp was unable to aspirate drug from catheter access port (cap). The x-ray indicated the catheter tip may be out of the spine. The pump device was used to deliver sufentanil and bupivicaine. It was later reported that the catheter issue was at the tip of the spinal segment, as the catheter no longer appeared to be in the intrathecally space, around c2 in the spinal column. The revision was yet to be scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported 1 year prior to a pump replacement on 2014-(B)(6) the catheter became displaced in the spine. A new catheter was placed on 2013-(B)(6). It was noted that scar tissue developed and ¿cut everything off¿, which lead to the patient issue on 2014-(B)(6). Refer to manufacturer report # 3004209178-2015-00102 for the reported issue on 2014-(B)(6).